Event description:
It was reported that during the laparoscopic colon resection procedure, the blade broke after short time usage. Another device was used to complete the procedure, without any further problems. There was no patient consequence.